Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 4 of 4 for (B)(4). It was reported that in several cases, during an oral surgical procedure it was reported that the electric pen drive device (epd) and the medium burr attachment were heating up during use. It was reported that the devices were too hot to the touch. It was reported that there was a 5-minute delay in the procedure due to the event and a spare handpiece device was available for use, and the procedure was successfully completed. It was reported that the devices were properly inspected. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d4. The device serial number and UDI have been updated. H4: the device manufacture date has been updated. Correction b5: upon further investigation additional information was received from the reporter. The reporter stated that a total of 4 cases were performed. It was reported that 3 out of the 4 cases they used the burr, and it was mentioned that it was hot. The last case they were alerted that it was abnormally hot.

Event description:
Updated event description: this is report 4 of 4 for (B)(4). It was reported during an oral surgical procedure it was observed that two electric pen drive devices and the two burr attachment devices were heating up during use. It was reported that the devices were too hot to the touch. It was reported that there was a 5-minute delay in the procedure due to the event and a spare handpiece device was available for use, and the procedure was successfully completed. It was reported that the devices were properly inspected. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: this device was returned for evaluation. A visual and functional assessment was performed which determined that the device passed all pre-repair diagnostic assessments, and no failures were identified. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined.